Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue arose again, which the caller acknowledged and understood.